Event description:
Related manufacturer reference number: 2017865-2021-34831. Related manufacturer reference number: 2017865-2021-34842. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead, right ventricular lead and left ventricular lead exhibited oversensing noise. No intervention was performed. The patient was in stable condition.